Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 240mg/dl. The customer reported symptoms of excessive thirst and frequent urination. Medical attention is reported as a result of the actual blood glucose results. Customer stated that on (B)(6) 2020 she was having symptoms of frequent urination and drinking a lot of water. Customer purchased thi meter and obtained a result of hi. Customer's mother in law and a second individual tested with the meter and obtained a normal result. On (B)(6) 2020, customer went to the hospital due to symptoms and meter result of hi. At the hospital, customer's blood glucose result was 717 mg/dl. As a result, customer was prescribed metformin medication. Customer also takes blood pressure medication. The product is stored according to specification in the person. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/18/2021 and open vial date is 05/02/2020. The meter memory was reviewed for previous test result history. (B)(6).